Event description:
Information was received indicating that a smiths medical cadd cleo infusion set site was painful and the patient felt a "poking" sensation. The nurse removed the cleo to find the plastic cathlon missing. The patient indicated "it feels like something is in there.". The nurse was able to remove the remaining piece from the subcutaneous tissue using tweezers. The client states they think this has occurred before as they have had poking sensations before to the abdomen and legs where other cleo sites have been. The cleo was removed and the staff used a 25 gauge butterfly. The patient required removal of the plastic cannula piece with tweezers. There is no long term harm expected.